Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to complete broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, missing o-ring reservoir tube, cracked reservoir tube, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that insulin pump has damage on it. The customer reported that a piece of reservoir well was broken around the reservoir well. The customer had blood glucose of more than 500mg/dl. Patient's current blood glucose was 269 mg/dl. The customer visited her doctor to check. Customer treats it with bolus, square wave. The insulin pump will be returned for analysis.